Manufacturer narrative:
Additional information: e1 and e3.

Event description:
It was reported that the patient presented for in-clinic follow up. An interrogation of the implantable cardioverter defibrillator revealed recorded episodes of non-sustained right ventricular over-sensing caused by post- paced t wave over-sensing. Programming interventions were made. The patient was stable.